Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 515 (mg/dl). A pump bolus was delivered to address bg levels. During troubleshooting with tandem technical support, it was noted that the cartridges use humalog and were in use for one month. System check indicated the pump was performing as expected. The customer was reminded that humalog is indicated for use up to 48 hours and that supplies should be changed.